Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt result was obtained for a proficiency fluid while using the vitros 250 chemistry system. The investigation found no evidence of an instrument or reagent malfunction, however neither can be completely ruled out as potential contributing factors. Additionally, a sample related issue cannot be eliminated as a potential contributing factor.the root cause of this event could not be determined.

Event description:
A customer observed a higher than expected vitros phyt result for a proficiency fluid while using the vitros 250 chemistry system. Chm-08: 53.8 umol/l versus expected 42.0 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event.(B)(4).